Event description:
Healthcare professional reported the pt was experiencing increased spasticity. Healthcare professional assumes everything has been alright as there have been no calls to the office. The pt is scheduled to follow up with pt's hometown healthcare professional in june.